Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0pkjl, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that patient implantable neurostimulator had not been working for over a week. The patient usually had it set on 1.2 and she had turned it up to 1.4 and still could not feel anything. The patient had also lost therapy benefit in that time as well. The patient stated it was "slightly helpful" before she lost the feeling. Additional information received 13 days later indicated that patient was not getting 50% or greater symptom reduction. It was indicated that the loss of therapeutic effect and loss of stimulation was gradual. The cause of the event was not determined and was reported as unknown if device related. The patient still had urgency with urge incontinence despite reprogramming. The patient outcome was reported as patient not recovered symptom/issue ongoing. The patient next appoint was scheduled for (B)(6) 2015. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.